Event description:
A patient"s physician reported that he was unable to switch on a patient"s generator. This problem reportedly occurred after the generator was implanted in (B)(6) 2015. A review of the device history record for the implanted generator showed that it had passed all quality inspections prior to its release for distribution. No additional relevant information has been received to date.